Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: a11 - computer software problem (1112), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu is not registering pumps in alphabetical order. The pcu is not allowing any further pumps to be added - the pumps power up then they power down. Noradrenaline running at time, this infusion was not affected. There was no injury to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu is not registering pumps in alphabetical order. The pcu is not allowing any further pumps to be added - the pumps power up then they power down. Noradrenaline running at time, this infusion was not affected. There was no injury to the patient.